Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device at eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had an increase in pacing impedance last year from august to december and has remained stable since then. The lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2018 it was further reported that the patient presented to the clinic with the implantable cardioverter defibrillator (ICD) beeping. An interrogation of the ICD found that the device was at eos (end of service) which had triggered an alert. There was also an alert trigger for the charge time. The ICD was explanted and replaced. Additionally, it was reported that the right ventricular (rv) lead has chronically high but stable pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.